Event description:
Balloon catheter was used to dilate a lesion that had been crossed with the hi-torque balance guide wire. However, during use, the guide wire seemed to break, so the entire system was withdrawn from the pt. This is being reported based on the returned product evaluation, in which the guide wire was separated.